Event description:
It was reported that the customer received an incomplete fill tubing alert during the loading sequence. The customer acknowledged that they forgot to complete the fill tubing step when they should have which led to an elevated blood glucose (bg) displayed as "high"; although specific value was not provided. Reportedly, the elevated bg was addressed by a correction injection via manual dose injection and customer resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned